Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly displays warning, meter problem or test strip problem and it was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k073231.